Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the unit was found to have a damaged cable with no exposed wires, corrosion on the motor, was out of calibration at the 0 reading, and the motor speed was unstable. The plug harness assembly, switch mount, screws, motor, and bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: poland.

Event description:
It was reported that during maintenance inspection, device had a corroded motor, calibration error, and damaged dermatome cable. There was no patient involvement. During device evaluation, it was discovered that the motor speed was unstable. Due diligence information complete, there was no additional information available.